Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with a 1.5x12 non-bsc balloon catheter resulting to 80% residual stenosis, an 8 x 3.00 rebel stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.